Event description:
It was reported that a minimum fill notification occurred after the user refilled the cartridge with insulin. Reportedly, the customer is using u-200 humalog insulin, which is off label and is not correctly removing residual air from the cartridge. A new cartridge was loaded to resolve the issue. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.